Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the housing was cracked¿ was confirmed during visual inspection. Housing cracked and broken. Further investigation found the downstream occlusion (dso) seal was damaged, lens scratched, battery compartment damaged and lacking battery door. The housing, dso seal, lens, battery compartment, and battery door were replaced. The dso sensor failed and was also replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the housing was cracked¿; during device evaluation it was found the downstream occlusion (dso) seal was damaged. The event occurred during testing. There was no patient involvement.